Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, g-3, g-6, h-2, h-3,h-6, h-10. The device was returned to the factory for evaluation on 07/02/2024. An investigation was conducted on 07/11/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula or the intact c-ring. The blue toggle was manipulated to retract the intact c-ring. The c-ring was able to be retracted with no physical or visual difficulties observed. The blue toggle was manipulated to extend the c-ring. The c-ring was able to be extended with no physical or visual difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "mechanical problem" was not confirmed. The lot # 3000374163 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 c-ring was difficult to extend and retract out of the cannula. A new device was opened to successfully complete the procedure. There was a minimal procedural delay. There was no patient harm.

Manufacturer narrative:
Tw # (B)(4). Corrected section: h6- device code changed to 1384.